Event description:
On 22-jan-2026, it was reported by a sales representative via (B)(4) that an ar-9530xs-03 humeral insert trial was damaged. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.